Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated. The UDI number is not known as the part and lot number were not provided. The additional patient's referenced in the article are filed under a separate medwatch report number. Attachment: article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture".

Event description:
This is filed to report the perforation requiring closure. It was reported in a research article that a patient underwent transcatheter edge-to-edge repair (teer) to treat partial rupture of the posteromedial papillary muscle with severe mitral regurgitation with grade of 4+. The patient was initially admitted for a gastrointestinal bleed due to a large duodenal ulcer unamenable to endoscopic treatment. The patient was managed medically, but then developed cardiogenic shock 48 hours later. An intra-aortic balloon pump (iabp) was placed and then the patient had an xtw mitraclip implanted at the medial aspect of a2-p2, and an nt device was implanted medial to the first clip. The final mr was reduced to trace (<1). A large right-to-left shunt noted and it was closed using 10-mm amplatzer septal occluder. The patient¿s hemodynamics improved after the procedure. However, she remained on inotropes, vasopressors, iabp, and antibiotics for an escherichia coli urinary tract infection. The patient became anuric, requiring renal replacement therapy. Given the patient¿s goals of care, they were transitioned to comfort care. The patient expired on postprocedural day 2. Per the article, mortality was unrelated to the device or procedure. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to q31 postinfarction papillary muscle rupture." No additional information was provided.

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this incident was based on a review article, and no device/lot information was provided. Based on the limited information provided, the reported unrelated death and atrial perforation appear to be related to patient conditions. Additionally, death and atrial perforation are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.